Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 10 minutes after starting treatment with a polyflux 140h, the patient experienced chest tightness, palpitation, and dyspnea . The heart rate was measured at 95 times/min, breathing 24 times/min, and blood pressure was 142/102mmhg. The patient was administered intravenous dexamethasone sodium phosphate injection (5 mg) and ¿given dehydration¿ and oxygen. It was reported the patient symptoms were relieved. The heart rate was measured at 84 times/min, respiration 20 minutes and blood pressure 130/88 mmhg. Treatment was continued. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.